Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. E1. No demographic information on the regulatory document; unable to obtain additional information.

Event description:
Air/fluid leak at one of the connections.